Event description:
Physician placed an lp filter on (B)(6), 2010. The filter did not open and migrated cephalad. The filter was snared and during retrieval, it opened in the intrahepatic cava, where it remains. Importer narrative: no pt info has been provided. Device remains implanted and cannot be returned for eval.